Event description:
It was reported to philips that the system could not make exposures due to a memory full message. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse ran a disk test, which showed a disk error. The fse solved the issue by replacing the imaging processing (ip)-pc and the hard disk. The returned part has been analyzed but showed no failures. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.